Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive down arrow button due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with cracked case at the lcd window corners, cracked reservoir tube, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when trying to program a bolus. Blood glucose value was 40 mg/dl which he treated with food. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.